Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a high, out of range shock impedance measurement at implant when connected to another manufacturer's lead. The impedance measurements were normal in all other configurations. Troubleshooting was performed. The impedance measurement remained high and out of range with the other manufacturer's lead. The physician suspected a fracture of the other manufacturer's lead. The system was programmed right ventricular (rv) coil to can and a stable impedance measurement was exhibited. There have been no further observations. No adverse patient effects were reported. The system remains in service.